Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had is had and evaluated, those results will be subject matter of the follow-up report.

Event description:
Our rep is reporting that during an acl reconstruction two screw drivers were damaged. One became bent and the other had a portion of its distal tip break off into the pt's joint space. The fragment was easily retrieved from the body and the procedure was concluded successfully without further incident or harm to the pt.